Event description:
It was reported that the port body was "migrating" through the pt's skin on the chest wall.

Manufacturer narrative:
One pro-fuse port was returned for evaluation. A visual examination of the port revealed no abnormalities. The port was smooth with no rough or sharp edges. The device was leak tested with no failure found. Without the lot number, we are unable to review the manufacturing records. Each pt has a different reaction to an implanted foreign body. We are unable to determine the cause of this event. "Catheter or port erosion through the skin" and "device rotation or extrusion" are possible complications listed in the instructions for use. This is the first reported incident of this nature for this product family.